Manufacturer narrative:
One device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The user reported that the radiopaque marker band detached from the catheter inside of the patient. The marker band was not retrieved.

Manufacturer narrative:
The suspect unit was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.